Event description:
It was reported that an intravia empty container (150 ml) leaked from the bag seam. This occurred after the bag was filled with midazolam and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified the injection site stopper to be loose and lacking its band. A pressure test was then performed, which the device failed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A CAPA investigation was performed and no root cause of the reported issue was identified. Should additional relevant information become available, a supplemental report will be submitted.